Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported during a post cerebral aneurysm embolization, angio-seal evolution automatic tamp tube did not advance when the device was deployed. Physician was forced to advance tamper tube manually. A good seal was obtained and the groin was successfully closed. However, the device did not perform as it should have. The estimated blood loss was less than 250cc. The patient was in stable condition. The procedure was completed successful. Additional information was received on july 18, 2019: the patient developed a rp bleed. The patient was observed conservatively and required no surgical intervention. They were able to get a good seal on the artery despite the fact that the device's tamper tube did not advance automatically. The procedure sheath size was a 5fr. A single stick was under ultra sound guidance. A pre-deployment angiogram was performed. The sheath was above the bifurcation and below the inferior epigastric artery (iea). Vessel was adequate in size and healthy.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.